Manufacturer narrative:
Customer phone: (B)(6). Customer occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 'glass tip' of a cook single-use holmium laser fiber broke off inside the patient during a procedure for a left renal stone and known foreign body within the kidney. The patient was undergoing a ureteroscopy, lithotripsy, and removal of foreign body; the patient had a known metallic foreign body, from an unknown device, in the left kidney from a left renal calculi procedure in 2014. The tip was located and removed with the same extractor that was being used to retrieve the kidney stones and is no longer inside the patient. The remainder of the case went as planned with the successful lasing and removal of the left renal calculi and also the successful removal of the existing metallic wire. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: b2 - was inadvertently left blank in our initial report. Event description: it was reported that the 'glass tip' of a cook single-use holmium laser fiber broke off inside the patient during a procedure for a left renal stone and known foreign body within the kidney. The patient was undergoing a ureteroscopy, lithotripsy, and removal of foreign body; the patient had a known metallic foreign body, from an unknown device, in the left kidney from a left renal calculi procedure in 2014. The tip was located and removed with the same extractor that was being used to retrieve the kidney stones and is no longer inside the patient. The remainder of the case went as planned with the successful lasing and removal of the left renal calculi and also the successful removal of the existing metallic wire. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Given the inspection procedures prior to shipment and the lack of lot nonconformances and other complaints, there is reason to suspect that the device was made to specification. Cook also reviewed product labeling. The product IFU for ¿h-30 holmium laser fiber (single-use)¿ contains the following information related to the reported failure mode. ¿warnings: ¿do not bend fiber at sharp angles.¿ ¿precautions: ¿never subject fiberoptics to sharp bends in handling, use, or storage.¿ ¿how supplied: ¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, no product returned, and the results of the investigation, cook concluded the cause of the failure mode was unable to be determined. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.